Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed on the (B)(6) 2010 and that it had performed to specification up to the (B)(6) 2015. During this time a further pad-pak was installed. Multiple manual power ups, mainly of ten minutes duration were recorded between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. During this time the pad-pak became depleted. Investigation reported the fault to be contributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.